Event description:
As reported by the edwards field clinical specialist, femoral access was obtained in the normal fashion, and an 18fr cook sheath was placed in the right femoral vein (rfv). The right pulmonary artery (rpa) was stenosed and was wired with a lunderquist wire down the rpa and stented with a 3110 palmaz stent. A 3110 palmaz stent was the placed inside the valve. The 18fr sheath was exchanged for a 24fr sapien sheath. A 26mm sapien valve was advanced through the sheath without difficulty. The guidewire position was lost while trying to advance the valve into the right ventricular outflow tract (rvot). The decision was made to remove the delivery system and use a stiffer wire (mier) placed down the left pulmonary artery (lpa). When trying to remove the delivery system with the 26mm sapien valve still crimped on it, the system got stuck at the rfv insertion site and would not exit despite generous pulling. The proximal end of the valve could be visualized but could not be removed, so the vascular surgeon was called to remove it. A cutdown on the rfv was performed, and the valve was removed without complication. A new 24fr sheath was placed in the rfv and the lpa was wired with a mier wire. A new 26mm sapien valve was advanced to the landing zone without flexing. The sapien valve was deployed in the intended position and post deployment angio showed no paravalvular leak (pvl). The delivery system was removed and the vascular surgeon closed the rfv and cutdown site without complication. The patient remained stable throughout the entire procedure.

Manufacturer narrative:
The device is not available for evaluation as it was not returned by the site. Per the instructions for use (IFU), conversion to venous cutdown and injuries to the vessel or the venous access site that may require intervention or surgical repair are potential risks specifically associated with pulmonic valve replacement and bioprosthetic heart valves. The edwards sapien/pulmonic thv with rf3 training guide instructs on vascular access for pulmonic thv implantation. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the access vessel diameter, tortuosity and calcification are not known. However, per report, due to the loss of guidewire positioning, the physician decided to exchange the guidewire for a stiffer one and attempted to remove the delivery system with the sapien valve still crimped on it. The retroflex 3 sheath is not designed to remove a crimped valve through. As a result, the attempt to remove the valve through the retroflex 3 sheath likely contributed to the reported withdrawal difficulty and surgical cutdown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.